Event description:
It was reported that during a knee scope surgery, the left button was sticking. No backup device was available to complete the procedure and no delay or patient injuries were reported.

Manufacturer narrative:
Additional information was received from reporter stating that the procedure was completed with the same device. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a knee scope surgery, the left button was sticking. The procedure was completed with the same device and no delay or patient injuries were reported.